Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer blood glucose reading was 161 mg/dl. The insulin pump failed a test. Troubleshoot was performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement alarms noted during testing. Device received with moisture damage on motor assembly and corroded force sensor assembly. Device communicated properly with glucose sensor simulator and the guardian link transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. No unexpected calibration not accepted messages or calibration anomalies noted during testing.